Event description:
The stapler malfunctioned during the procedure. Stapler broke at the cartridge conneciton, leaving cartridge in closed position, attached to lung tissue. Surgeon had to resect more lung tissue to get cartridge removed. Patient status unknown at this time.